Manufacturer narrative:
Concomitant medical products: product ID: 3058,serial# (B)(4), implanted: (B)(4) 2011, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v610453, implanted: (B)(6) 2011, product type: lead. Product ID: 3093-28, lot# v610453, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative reported that a health care provider attempted to remove bilateral lead for MRI procedure, but one of the lead fracture and the hcp closed the procedure. The representative had two images, but unable to tell how far the lead had fracture. Reported he could only see two leads on the image. The patient was schedules to see another hcp to remove that fractured lead. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.